Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to tibia had collapsed on the lateral side and the patient according to the revision surgeon said that the patient must have fallen. Surgeon believed the mcl was compromised. Surgeon removed all components and felt that putting a hinge tka was best for the patient moving forward. Patient had a primary lt tka done (B)(6) 2019, patient that time had "soft bone" according to the primary surgeon. The surgeon felt that putting in a stem on tibia tray was best for patient and 2 years later the patient needs a revision. Patella was not removed. Doi: (B)(6) 2019; dor: (B)(6) 2021; left knee.